Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion area was located in severely tortuous and severely calcified vessel in the left forearm. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated at 6atm for 30 seconds however it ruptured upon second inflation at 8atm for 30 seconds. The device was removed from the patient's body without any problem. The procedure was completed without replacing the device. There were no complications reported and patient was in good condition after the procedure.